Event description:
(B)(4). The complaint was received by (B)(4) on (B)(4) 2012 from (B)(6) for product endotracheal (paediatric) tube size 3.5mm. Customer complaining: "the connector of the green endotracheal tube got disconnected".

Manufacturer narrative:
(B)(4). Based on the available information this is deemed to be a serious malfunction. The endotracheal tube ventilator adapter disconnects easily from the ventilator. This could to lead to a serious adverse event. The patient will not be adequately oxygenated if the delivery system is not functioning as intended. Respiratory decompensation could put the patient at risk for hemodynamic instability. Additionally, there are risks involved in extubating and reintubating (with a new device) a patient who require mechanical ventilation and is not capable breathing on their own. Reported to the FDA on (B)(4) 2013.